Event description:
The customer contacted physio-control to report that while monitoring a (B)(6) male patient their device powered off by itself twice. There were no low or replace battery prompts given prior to the device powering down. The end user was able to restore power to the device by pressing the on button. There were no adverse effects to the patient due to the reported failure.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but could not duplicate, nor verify, the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.